Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. There are patient and clinical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 with dyspnea on exertion. The patient was found to be in atrial fibrillation with rapid ventricular response (heart rate of 150-170 beats per minute). The patient underwent atrioventricular node ablation on (B)(6) 2017. The patient had post procedure pulmonary edema secondary to chronic aortic insufficiency once the patient's heart rate was lowered. The patient was intubated and placed on veno-arterial extracorporeal membrane oxygenation (ECMO) due to post procedure hypoxic respiratory failure and cardiogenic shock. Care was withdrawn on (B)(6) 2017 and the patient expired.